Event description:
A talent thoracic stent graft system was inserted into a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. Vessels were small in diameter and severely calcified. It was reported that after insertion into the pt, the stent graft delivery catheter was not able to be advanced to the intended landing zone due to the vessel morphology. Upon removal of the delivery catheter, the vessel was dissected. The physician elected to implant a stent from another MFR, which successfully resolved the dissection. The physician then elected to abort the case, due to the pt's unfavorable anatomy. No additional clinical sequelae were reported, and the pt is stable. The talent device was discarded by the user facility.

Manufacturer narrative:
Intervention required. Evaluation: results: arterial trauma/dissection/perforation; small diameter and severely calcified vessels; insertion of the device into severely calcified vessels. Conclusions: small diameter and severely calcified vessels, insertion of the device into severely calcified vessels.